Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There is no patient involvement. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Case resolution: tech called in for help with error code on 8015 4.7 unit serial # (B)(4), first explain to tech this 8015 4.7 unit has became eol affected (B)(6) 2019, I will help him again as a courtesy we no longer can assist in the those smaller screen 8015 unit the error he is get is a network error need to transfer network config. Back onto the unit. Once complete power unit off back on in normal mode say yes to new patient make sure it fix and clear the error. Tech thank me for assist him. (B)(4).